Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the logs. The cause was determined to be a false empty detect and use error, inappropriately bypassed low ultra filtration (uf) alarm. The homechoice and homechoice pro apd systems patient at-home guide gives instructions about the low uf alarm and has the warning "bypassing a low uf alarm can leave fluid in the peritoneal cavity and result in an increased intraperitoneal volume (iipv) situation." A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 22:28:10. During night drain cycle five, the patient's ultrafiltration (uf) reading was 1207ml, indicating the home patient (hp) drained 1207ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.